Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a flexible ureterorenoscopy procedure, a guide wire unraveled. The lesion target lesion was located in the ureter. A 0.35 amplatz super stiff guide wire was selected for this procedure; however, the guide wire began to unravel as it was being removed from the stent. It was noted that there were no problems with the stent. The procedure was completed with this device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed missing coating and a fractured guide wire .

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was returned for analysis. An examination of the returned device found that the distal part of the wire was elongated and unraveled. The device presents teflon coat scrapped at 3 cm from the proximal end. In addition, the core wire presents a fracture at 144.5 cm from the proximal end near to the area where the wire is welded to the ball. The outer diameter of the wire was found to meet specification. The fractured device was sent to mtac laboratory in order to perform a further analysis. Analysis results noted that there were no material anomalies and the conclusion is the fractured occurred due to torsion overload motion. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).